Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that over the past three days the insulin pump will stop during correction bolus. The customer's blood glucose level was 410 mg/dl at the time of the incident. The customer treated the high readings with the insulin pump. Customer was giving a bolus and will get an alert to check the infusion set before they can continue delivering the bolus. The customer's blood glucose was 272 mg/dl at the time of call, the recent high readings started on (B)(6) 2017. Customer declined troubleshooting for high blood glucose readings. The product was not returned for analysis.